Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, lot#: 0211413530, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-60, lot#: 0210781170, implanted: (B)(6)2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-60, lot#: 0210301104, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-60, lot#: 0215198662, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-60, lot#: 0215356202, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3877-60, serial/lot #: 0211413530, ubd: 02-jun-2020, UDI#: (B)(4); product ID: 3877-60, serial/lot #: 0210781170, ubd: 02-dec-2019, UDI#: (B)(4); product ID: 3877-60, serial/lot #: 0210301104, ubd: 14-oct-2019, UDI#: (b)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced a loss of therapy due to lead migration. Additionally, it was reported the physician that performed the revision ¿found broken electrodes at the terminal end of the lead near the battery header block¿ and ¿believed the lead had been coming in and out of the battery.¿ the patient alleged their physician ¿did not screw the leads in the battery, hence a loss of therapy.¿ it was unknown which of the patient¿s implantable neurostimulators (inss) or leads the issues had occurred with. It was also noted the patient ¿had a number of revisions.¿ no further complications were reported or anticipated.